Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The consumer reported that the patient was in a nursing home and wanted to make sure that the ins would not be causing the patient any harm because the patient has a huge ulcer on her ¿behind¿. It is reported that the ulcer was not close to where the ins was, but wanted to check if there could be any problem with the ins. The consumer was taking care of the ulcer and reported that the doctors at the nursing home do not think that the device is a problem, but patient¿s daughter thought the battery might be leaking. It is noted that the ulcer was healing, but got to a point where it was not healing as well. There were no further complications that have been reported as a result of this event.